Event description:
Upon completion of the itrack advance procedure, the surgeon noticed a piece of catheter protruding from schlemm's canal. Using microforceps the fragment was removed. This resulted in damage to the trabecular meshwork via a 2-3 clock hour goniotomy, and required the surgeon to implant the hydrous microstent device in the opposite direction than originally planned. All portions of each planned procedure (phacoemulsification, canaloplasty, microstent implantation) were successfully completed.